Event description:
The customer reported a hole was in the tubing at the top of the extension, that caused a leak. It is unknown when the reported condition occurred. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
Attempts to contact the customer have been made, however it is unknown at this time if the sample is available for evaluation. If the sample is received for evaluation a follow up medwatch will be submitted. Lot number is unknown; therefore a batch review cannot be performed. (B)(4)

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed that there was a cut in the tubing. A functional and pressure test at 8psi was performed in which the set failed due to the cut tubing. It is unknown what may have caused this reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.